Event description:
Condom prevented circulation in penis area. Condom was too tight in the ring area. Customer experienced swelling and a vein bulging out. Called hospital for instruction on what they should do about 30 mins after event. Customer was instructed to seek medical attention if the swelling did not go down and if there were any problems with urinating. Some swelling had reduced in two hours, but not to normal size. Customer is currently experiencing nausea, slight swelling, and discomfort in right thigh and side. Customer states that they will seek medical attention.